Event description:
The customer's mother reported via phone call that the insulin pump was exposed to water and it was not working. The customer received low battery alarms and the buttons were unresponsive after the insulin pump was exposed to water. Customer's blood glucose level was 371 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.